Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Hence, a definitive root cause of the foreign material remaining in the subject device could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - instructions, operation manual for gif/cf/pcf-290 series chapter 3 ¿preparation and inspectiondescribes how to detect the subject event. - instructions, reprocessing manual for gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to a pinhole on ch-tube, water tightness was lost, due to wear of angle wire, the play of u/d knob was out of the standard value, adhesive on a-rubber had a chip, due to clogging of nozzle, no air was fed, c-cover (plastic distal end cover) had a scratch, connecting tube had a scratch, protector of universal cord on s-connector side had a scratch, scope connector cover unit had a scratch, right/left knob had a scratch, up/down knob had a scratch, fe (forceps elevator) lever had a scratch, fe knob had a scratch, switch box had a scratch, scope cover had a scratch, universal cord had a scratch, grip had a scratch, control unit had discoloration, and control unit had a scratch. Cds (cleaned, disinfected, sterilized) questionnaire was completed by customer as follows: the customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had an air/water leak. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, it was found that there was foreign object inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.